Manufacturer narrative:
The cec have adjudicated that the event is related to the device but not the procedure or paclitaxel. The investigator reported that the event is not related to the index device, procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a revasc of the distal sfa of the left leg (l-1) using a complete se stent and a non mdt pta. Approximately 37 months post revasc, the patient suffered stenosis of the left sfa target lesion. This was treated with a pta and deb of the left leg. The patient recovered.